Event description:
Reporter was unloading the collimator from the detector, as she positioned the cart in line with the coll. Rack, the cart wheel hit a small bump (<3mm on any angle of approach) and collimator fell out of the cart.